Event description:
A us dist returned a (B)(4) monitor indicating that it would not power on.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As rec'd, the monitor would not power on completely. Upon eval, the monitor failed the flash test at pin a25 of the flash memory bga components u102 and u105. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.